Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using a maxcore device. During the procedure, the outer cannula of the device can't be fired. It was further reported that the button could be pressed, the inner cannula was deployed, but the outer cannula was not deployed. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows, two maxcore devices are placed within the package, and one maxcore device is in half primed position, and the other device in fully primed position and product's labeling information is shown which matches with the tw details. Based on the provided photo, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure for three devices as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.